Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went to the operating room implantation of a lvad. Towards the end of the implantation, it was noted that the patient's clinical condition was such that an rvad device was placed (the patient had rising central venous pressure). The patient was brought to the cticu in stable condition and was placed on multiple medications for hemodynamic support. The patient's pre-op intra-aortic balloon pump was discontinued shortly after arrival to the cticu. The staff reported hearing a "low flow" alarm which later resolved. It was reported that the rvad began "alarming flow signal", flow meter was moved, then the lvad began alarming "no flow" and a red heart alarm was observed. It was reported that there was air observed in the rvad cannula. The patient 's vital signs quickly deteriorated and a code blue was called. Resuscitation efforts lasted for about an hour before the patient was pronounced. The family requested an autopsy. An "rvad failure" was suspected; however, the hospital did not believe that the lvad device contributed to the patient expiration. A patient complication of gi bleeding was noted. It was also reported that the patient's aorta tore intraoperatively. No other information was made available.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.